Event description:
The malfunction was identified during an audit of service records transferred from another plant. The unit was returned for routine maintenance and the service record was not classified as a complaint when originally received. During the repair evaluation, it was discovered no alarm sounded during the high pressure dump.